Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a syringe 0.3ml 29ga 1/2in 7bag 420cas jp separated form the hub before use. The following was reported by the initial reporter: "the customer reported that the needle/shield was separated from the barrel when removing the shield before use."

Manufacturer narrative:
H.6. Investigation: no samples were returned therefore the investigation was performed based on the photos provided. Four photos of one 0.3ml bd insulin syringe from lot# 0300014 were provided. The customer reported that the needle/shield was separated from the barrel when removing the shield before use. The photos were examined, and it was observed that the needle hub/shield assembly was separated from the barrel. No damage to the barrel tip was observed. A review of the device history record was completed for batch # 0300014 all inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. CAPA#1630423 was initiated.

Event description:
It was reported that a syringe 0.3ml 29ga 1/2in 7bag 420cas jp separated form the hub before use. The following was reported by the initial reporter: "the customer reported that the needle/shield was separated from the barrel when removing the shield before use."